Manufacturer narrative:
(B)(4); batch #: u93f4p. Additional information was requested, and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Pad detached. Instrument sent for evaluation. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device, and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an appendectomy, the white teflon pad detached from the instrument. Operator assured that only soft tissue was treated, and pad broke pretty soon after first activation. The surgery was delayed while a new instrument was opened. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/23/2020. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.